Event description:
An acumed locking olecranon plate was initially implanted in the patient to repair a monteggia fracture. Approximately six weeks post placement, the patient rolled over on his side in bed and felt a "pop". X-rays confirmed the plate cracked across the fifth hole (locking hole) from the distal end and broke across the entirety of the plate. There was no evidence of healing across the fracture site. The plate was removed from the patient and replaced with another plate.

Event description:
The customer stated an architect i1000sr analyzer generated discrepant theophylline results for one patient sample. The architect analyzer generated an initial theophylline result of 115. The next day the patient was redrawn and a theophylline result of 6.38 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the device was returned with four malformed clips and two unformed clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, not all the clips would close fully and the ones that did fell off the vessels. Another device was used to complete the procedure. There were no adverse consequences for the patient.